Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. However, an on-site driveline evaluation was performed by a representative of the manufacturer's technical services team on 2016-07-13. The technical services representative performed a continuity test on the driveline and confirmed that the brown wire had an open circuit. Review of the submitted system controller log file confirmed the report of intermittent low speed and pump stoppage events, which appeared to occur while the system was connected to the power module. The events captured appeared consistent with a potential driveline wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on 09/09/2016 that the patient expired on (B)(6) 2016. The patient's death was reportedly unrelated to the reported event. It was reported that the patient's family did not consent to an autopsy and thus the pump was not explanted. It was reported that the center believed that something may have occurred during one of the patient's return to the operating room to have caused damage to the brown wire, resulting in the observed pump stoppage events.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2016. The patient¿s post-operative course was complicated by mediastinal surgical bleeding issues requiring 5 returns to the operating room over an unspecified period of time. The patient continued to experience problems with anticoagulation, remained on inotropic medications and requires dialysis. On (B)(6) 2016, approximately 15 days post-implant, it was reported that the system controller alarmed for a pump stoppage while the lvad system was connected to a grounded power module patient cable and the power module. The doctor disconnected and reconnected the driveline to see if the problem resolved; however, another pump stoppage occurred. The system controller was exchanged to the backup system controller and a pump off alarm appeared again. The system was then switched to battery power and the pump reportedly functioned fine. Later, the perfusionist changed the lvad system back to the power module with an ungrounded power module patient cable. The pump continued to work properly, but a driveline fault alarm activated. X-ray images of the driveline appeared unremarkable. On 07/13/2016, the manufacturer's technical services representative evaluated the driveline. During the electrical continuity test, the brown wire indicated an open circuit and the system controller alarmed with replace controller and the system monitor lost connection to the system controller. An external driveline replacement procedure was not performed as the patient is in multi-organ failure and the cardiology team and surgeon were not comfortable should the driveline replacement not be successful. Additionally, the healthcare team felt that due to their current condition, the patient would not survive an emergent pump exchange at that time. The plan of care is to see how the patient recovers over the next few weeks then revisit an external driveline replacement or possibly a pump exchange as they suspect the driveline compromise is possibly internal. As of (B)(6) 2016, the driveline fault alarms continue. An ungrounded patient cable was provided to the facility for use with the patient¿s power module. No further information was provided.